Event description:
It was reported that the user experienced recurrent low glucose while using the ilet, including a documented nighttime blood glucose of 69 mg/dl, and expressed dissatisfaction with the pump; review of usage indicated inconsistent or absent meal announcements and concern that meal boluses were too high, with a possibility that algorithm adaptation was affected by variable meal reporting in the context of reported brittle diabetes and hashimoto¿s. Symptoms include nausea, distress, anxiety, shaking/tremors, impaired ability to work or drive when below 120 mg/dl consistent with hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included review and assessment of pump usage patterns related to meal announcements and bolus delivery. Investigation of this case revealed inconsistent meal announcement behavior that could lead to inappropriate insulin dosing relative to food intake, which is consistent with user-related use error rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user technique and inconsistent meal announcement leading to hypoglycemia.

Manufacturer narrative:
Initial